Event description:
Information received by medtronic indicated that the insulin pump kept on giving low battery alarms and requesting change. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = missing. Customer returned pump for an alleged low battery alarms found on (B)(6) 2016. The pump was received with a blank display due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test, verify low battery alarms, or download the history/trace files using thus due to blank display. The following were noted during physical inspection: partially broken reservoir tube lip, stained and faded serial number label, end cap address label fading, missing retainer, scratched case, pillowing keypad overlay, missing reservoir tube o-ring, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. A test p-cap did not lock into the reservoir compartment due to missing retainer and partially broken reservoir tube lip. Blank display and unable to download are confirmed due to cracked lcd glass. Unable to confirm low battery alarms due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.